Manufacturer narrative:
Received one photo showing the 14687-15 primary plum set. The cap at the vent plug juncture was open. No leakage, defects, or anomalies noted. The reported complaint could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) for lot 13670553 was reviewed and no relevant nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation; however, photos were provided. Investigation is pending.

Event description:
The event involved a plum set where it was reported there was leakage under flow regulator. There was unknown patient involvement and unknown patient harm. No additional information is available.